Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00042 on february 12, 2020. February 13, 2020 correction: the customer provided the reagent lot number used for sample testing on 08/29/2019 and 09/20/2019. Lot # 247, expiration date: 13-03-2020. Section d4 has been completed with the lot number and expiration date. March 6, 2020 additional information: the customer had a patient sample that recovered equivocal on atellica im toxoplasma igg (toxo g) lot 252 and non-reactive with alternate methods. The patient's historical toxo g results produced on the atellica im had consistently recovered reactive (positive) toxo g results with lot 247. The region verified the calibration was valid and quality control data was recovering within ranges while the patient's results were produced, but no data was provided. The customer treated the most recent sample draw with non-specific antibody blocking tube (nabt) and toxo g resulted equivocal. The above information indicates that the reproducible false reactive toxo g results are not lot specific or sample/draw specific. This seems to be isolated to the specific patient and non-specific antibodies interference caused the falsely elevated toxo g. Per atellica im toxoplasma igg (toxo g) instruction for use (IFU) 10995430_en rev. 02, 2019-08 limitation section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." The calculated specificity on this account for toxo g lot 252 is 99.91 % and the initial relative specificity as described in the on atellica im toxoplasma igg IFU is 98.6 %. Based on the available information, the atellica im toxoplasma g lots 247 and 252 are performing as intended and no product performance issue has been identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00041 supplemental report 1 was filed for the same event.

Manufacturer narrative:
The customer will be provided with hbt (heterophilic blocking tube) / nabt (non-specific antibody blocking tube) for evaluation. Siemens healthcare diagnostics is investigating the cause for the discordant toxo g results. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2020-00041 (august 29, 2019) was filed for the same event.

Event description:
False positive atellica im toxoplasma igg (toxo g) results were obtained on samples from the same patient. The results were reported to the physician and questioned. The patient was tested on alternate methods and the results were negative. A corrected report was issued. The patient is pregnant. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.